Event description:
Report received of the ac power cord was blackened around the plug. During testing by the user facility, the biomedical engineer found the ground resistance was low and then noted the plug was blackened. There were no reported sparks. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.